Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that shortly following the implant procedure, this left ventricular (lv) lead dislodged. The physician attempted to reposition this lv lead, but was unable to advance the lead into the target vein. The lead was explanted and exchanged for a new lv lead, which exhibited good measurements upon initial placement. However, upon extracting the catheter, the lead dislodged from its position. The physician elected to exchange this lead, as well, and successfully implanted a new lv lead afterwards to resolve the event. The patient was stable with no additional adverse consequences.